Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of video connector was loose with a poor connection was confirmed. Device evaluation found interference in the image due to a defective scope socket. The image would return to normal when shaking the video connector. The object was not visible when the image was flickering. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the visera elite video system center video connector was loose with a poor connection. The issue was found during maintenance. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon ¿image failure occurred due to the defective scope socket¿ occurred due to the loose video connector resulting in flickering image/interference in the image, or absence of image, and the image will return to normal when the video connector is shaken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.